Manufacturer narrative:
Unit passed displacement test and selftest. No grey display or display anomaly noted. Pump error 63 (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure pump error alarm occurred during a self test and grey display. Customer was able to clear the alarm and able to complete rewind. Self test was passed. Customer stated insulin pump error alarm appeared again after self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.